Event description:
Customer reported an intermittent communication failure. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and installed the single board computer upgrade. System operates as intended.